Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000199 cable adj doorstop h3) onsite functional and visual examination was performed by a manufacturer representative. After 5-8 open/closing cycles shooting cadavers for lab, gantry got stuck in 1/4 open with pendant displaying it is closed. Went through 3-4 rehoming sequences unsuccessfully terminating in a position that conflicted with the displayed position. 5th rehoming sequence completed with gantry in the open position and displaying that position accurately on the pendant. But the pendant button to close the gantry would not work. Manually closed the gantry and we were able to use the buttons to open and close the gantry 10 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while testing out before a seminar the gantry did not fully open. It was stuck 1/3 of the way open with the pendant displaying the gantry as close and ready to shoot. After removing the gantry covers, examining the track for a blockage, and manually opening the gantry, the system was rehomed and rebooted. Testing of all the gantry movements after the reboot and rehome passed. Later an rt was changing the dicom image transfer settings and the mvs locked up and the ias pendant went blank. He had to use crtl q to reboot the system. They have used the o-arm today successfully in the lab without issue. No patient or doctor were present when these issues occurred.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that door stop switch was replaced. After wards, the door functioned normally. The imaging system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.